Event description:
The caller reported that the insulin pump alarmed button error. The customer could not press the buttons. He went kayaking and the insulin pump may have gotten wet. Customer's blood glucose level was 409 mg/dl. He corrected his blood glucose level with a manual injection. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with intermittent down arrow button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube, and vibrator assembly during visual inspection. Unit had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.